Event description:
Reporter indicated that device diagnostic testing at office visit in 2002 resulted in high lead impedance reading indicating possible device malfunction. The pt's ncp system was explanted at the pt's requested due to excessive coughing. Physician reported that during the explant procedure, he noticed a fracture in each of the lead coils, which he believed was due to dissection through some sclerotic tissue and not due to device failure. The entire lead was not removed. Only the pulse generator is being returned for analysis.